Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, neuropathy occurred. The over 90% stenosed de novo lesion was located in a non-calcified and non-tortuous mid left anterior descending artery. The lesion was predilated with a 2.5x15mm maverick balloon. A 3.5x16mm taxus express2 drug eluting stent was deployed in the lesion. This stent size could not be confirmed with the facility during follow-up. The lesion was post dilated with a 4.0mm non bsc balloon. The procedure was successful with 0% residual stenosis and timi iii flow restored. The patient reports neurological symptoms starting with toe numbness, approximately the year of the stent implant or the year prior. Two years after stent placement, the patient began seeing a primary care physician for worsening neurological symptoms in the lower legs. Eighteen months later, the patient was seen by their primary care physician, who noted worsening neurological symptoms with increasing burning and nerve pain. Balance was effected with decreased vibratory sensation. Approximately a year later, the patient was seen by their primary care physician for continued numbness and balance issues. Significant carpal tunnel syndrome was diagnosed in the left hand and rarely affected the right hand. Occasionally, the patient reported what appears to be esophageal spasm to the physician, but has not been confirmed. At this time, the physician wondered if this was due to a pre-diabetic condition. Fourteen months later, a neurological exam was performed. Blood work showed mild elevated glycosylated hemoglobin and ferritin, which may contribute to the neuropathy, but in the physician's opinion is not the case. An elevated gm antibody could also be contributing to the neuropathy, as well as high arches may indicate a contributing myelopathy. Ivig trials were recommended and started for presumed multifocal motor neuropathy. There was no noticeable improvement of lower extremity parenthesis after ivig trial. One month later, a full neurological workup confirmed polyneuropathy with large fibers more greatly affected. A sensory exam demonstrated profound loss of position sense in the patient's toes bilaterally and stocking hypesthesia to touch, temperature and vibratory modalities up to the knees with no evidence of a cord level or saddle sensory loss. Sensation is normal in hands including position sense. Emg demonstrates bilateral moderately severe axonal neuropathy, as well as significant bilateral carpal tunnel syndrome. The neurologist referred the patient to a surgeon for decompression of the wrists, starting with the left. As of the date of this report, the patient reports ongoing worsening symptoms and is being followed by his primary care physician and two neurologists. One of the treating neurologists remarked that they have ruled out all obvious causes indicated diabetes, but they have not been able to eliminate the stent as a cause of the neuropathy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.